Event description:
It was observed during the device inspection that subject device, plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the information provided and the regional repair center, the investigation identified the plastic distal end cover was burnt. The likely caused was due to the use of a high-frequency treatment device without leaving sufficient distance from the tip. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.